Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance and the high voltage lead impedance had also been steadily rising; a lead fracture was suspected. During the lead revision procedure, fluoroscopy image revealed a bend in the lead, there was no noticeable sign of lead fracture. Once the device was removed from the pocket, the right atrial lead fell out unintentionally. While explanting the right ventricular lead, the innominate vein as well as superior vena cava were dissected resulting in cardiac tamponade. The patient required a sternotomy, as well as manual closure of the dissected vasculature. The physician elected to cut off the end of the lead, and not cap the remains of the lead, no new system was implanted. The patient was stabilized and was in stable condition post procedure. Related manufacturer reference number: 2017865-2019-06445.